Event description:
Patient underwent urgent left hemicolectomy after tolerating a mechanical bowel prep with antibiotics partial benign colonic obstruction. Anastomosis with 29 mm ethicon eea with good blood supply and no tension. Anastomosis visualized with flexsig. Air leak test negative. Anterior 2/3 of anastomosis oversewn with 3-0 silk sutures. Post -op day 1 patient presented with tachycardia. Reoperation demonstrated that anastomosis was only intact at area that was oversewn. Concern of misfire of eea. FDA safety report ID# (B)(4).